Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: one controller ((B)(6)) and six (6) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that pins on the pump connector were damaged. The damaged pins in the pump connector did not allow a driveline to be connected. Visual inspection of the controller revealed contamination within both power ports and on the pump connector. An internal inspection did not reveal any anomalies. Supplemental testing was performed, and the test results revealed contamination on the power port pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. As a result, the reported debris in the pins event was confirmed. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). Of note, momentary disconnections will result in an audible tone or "beep". As a result, the reported power switching and "single beep" events involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) were confirmed. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on (B)(6) 2025 at 15:43:37 and on (B)(6) 2025 at 15:41:28, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and vwas connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port (1) with (B)(4) rsoc and (B)(6) was connected to power two (2) with (B)(4) rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 6 seconds and 9 seconds, respectively. No anomalies were observed leading to the loss of power. As a result, the reported loss of power event was confirmed. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 06:43:41, indicating a physical disconnection of the driveline, likely during the reported controller exchange. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported beeps and power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this investigation is now closed, (B)(6) and associated batteries fall in scope of this investigation. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. The most likely root cause of the controller driveline connector bent pins event can be attributed to a misalignment between the pump port and the driveline connector. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation investigated controller losses of power. Even though this investigation is now closed, (B)(6) falls in scope of this investigation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller and batteries were removed from use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 21-mar-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-mar-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-mar-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-mar-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-mar-2023 / h5: no / d1: heartware ventricular assist system ¿ battery d4: model#:1650/ catalog#:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-mar-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a power switching issue with the controllers and six (6) batteries. The controller emitted a single beep when the patient bent over, and the frequency of this behavior was increasing. The patient is currently still using the controller and the six (6) batteries, and further approaches are being discussed by the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that loss of power on the controller occurred due to debris in the pins.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller ((B)(6)) and six (6) batteries (B)(6) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that pins on the pump connector were damaged. The damaged pins in the pump connector did not allow a driveline to be connected. Visual inspection of the controller revealed contamination within both power ports and on the pump connector. An internal inspection did not reveal any anomalies. Supplemental testing was performed, and the test results revealed contamination on the power port pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). Of note, momentary disconnections will result in an audible tone or "beep". As a result, the reported power switching and "single beep" events involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) were confirmed. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on (B)(6) 2025 at 15:43:37 and on (B)(6) 2025 at 15:41:28, indicating losses of power to the controller. The data point p rior to the first loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port (1) with (B)(4) rsoc and (B)(6) was connected to power two (2) with (B)(4) rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 6 seconds and 9 seconds, respectively. No anomalies were observed leading to the loss of power. As a result, the reported loss of power event was confirmed. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 06:43:41, indicating a physical disconnection of the driveline, likely during the reported controller exchange. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported beeps and power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. The most likely root cause of the controller driveline connector bent pins event can be attributed to a misalignment between the pump port and the driveline connector. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 07-july-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 07-july-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 07-july-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date:07-july-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 07-july-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 07-july-2025 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.